Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 06-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy to remove the devices. Additionally, she was diagnosed with (B)(6) and pulmonary embolism. Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started months after essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining events, limited information was provided. However, given their nature and considering essure local action in fallopian tubes, causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0992, awareness date 29-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer reported that essure ruined her life and stated that her symptoms included hair loss, back pain, pelvic pain, pain during intercourse, forgetfulness, monthly yeast infections, migraines, daily headaches, (B)(6), pulmonary embolism, joint pain, liver issues, increased weight gain and the list goes on. Consumer also informed that she attributed this to getting older but, after repeated doctor visits, she began to narrow down the onset of when her symptoms started: months after insertion in 2007. She had them removed in (B)(6) 2015 via hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy to remove the devices. Additionally, she was diagnosed with (B)(6) and pulmonary embolism. Only pelvic pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started months after essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining events, limited information was provided. However, given their nature and considering essure local action in fallopian tubes, causality is considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.